Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-14: insufficient blood sample applied to strip (user). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Customer initially reported complaint for e-3 error code. At the time of the call the customer reported feeling ill with symptoms of nausea and blurry vision. Medical attention was not needed at the time of the call. Customer was transferred to technician. Customer then reported complaint for e-2 error code. Customer stated that she is dehydrated and has a hard time getting a blood sample. The product is stored according to specification in the living room. The test strip manufacturer's expiration date is 07/31/2021 and open vial date is (B)(6) 2020. During the call blood tests were performed by the customer and produced test results of e-2 several times using truemetrix meter. Customer stated that she was going to eat and drink more fluids.